Manufacturer narrative:
(B)(4). The neurostimulator was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was difficult to establish coupling between the recharger and implantable neurostimulator. Coupling was difficult while the pt was lying or sitting down. Maximal coupling could be achieved occasionally, but was difficult to maintain. The implantable neurostimulator didn't appear too deep in the pocket. By (B)(6) 2010, an overdischarge was suspected. It was later reported that battery depth was the likely cause of coupling issues. The battery was brought out of overdischarge, but coupling remained difficult. It took 4-5 hours to fully charge the neurostimulator. The battery discharged again. It was replaced. Prior to replacement, invalid impedance measurements were noted for each electrode. There was no pt's injury associated with the event. Additional info has been requested. A f/u report will be submitted if additional info becomes available.